Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Na.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a percutaneous endovascular abdominal aortic aneurysm repair (pevar). Reportedly, there was no suture present when the plunger was removed from the first prostyle device attempted to be pre-placed at 11 o'clock position. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 18f sheath and the pevar was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Na.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a percutaneous endovascular abdominal aortic aneurysm repair (pevar). Reportedly, there was no suture present when the plunger was removed from the first prostyle device attempted to be pre-placed at 11 o'clock position. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 18f sheath and the pevar was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.